Event description:
Patient was scheduled for a pacemaker generator change. While attempting to remove the atrial lead from the generator, the proximal end of the lead disintegrated. In addition, the set screw on the generator that holds the ventricular lead in place was frozen despite a prolonged effort to remove it - including using a sterile drill borrowed from the o.r. The lead was finally cut and capped and a new atrial and ventricular lead were inserted. The patient suffered no harm.